Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that after implant their symptoms improved significantly, they had been using the same program for about 3 weeks until "it stopped" and starting maybe a week ago, at the end of october they have a weird problem, it "almost feels like it's off", they notice "oh it stopped" their urinary retention symptoms were suddenly back to what they started with and, a couple of times they could feel it "going off by itself". Pt said when they checked and connected, "it started up again", just by placing the equipment against their body, the sensation of stimulation started back up. Pt said "when it's working they feel a little tingling", when they press on the middle of their lower back, they feel a little tingling. Agent reviewed stimulation sensation and therapy effect information, offered to assist pt to use their equipment to synch with their ins and confirm therapy was on. Pt declined stating they are confident to use the equipment they do not turn therapy off or on, they know it is on. Pt said, about a week ago, and they noticed pain in their back close to their shoulder blade that went away when it "stopped" and went away when they turned therapy off., they believe it is a result of the stimulator. Pt said then, they changed to another program and it was "almost magical for bm", they "went so much" but they had very little urine. So they went to their third program and it's not as good and they also noticed pain in their shoulder came back after a day. Pt said, probably a few days ago, they did fall badly, they slipped on the side where the device is but their weird symptoms started happening before their fall. Redirected to their doctor to report the fall and their symptom changes. Pt said they already had their followup appointment and when they went everything was fine. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. Pt mentioned being told by a rep, to call patient services but confirmed the rep was not aware of any adverse events.

Event description:
Additional information was received from the patient. They reported that no impedance or malfunction noted when assessed by mdt rep on 11/15/2023 and the cause was unknown. Patient not no further issue and issue was resolved and device is still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.